Event description:
The facility reporter described the event as follows: "describe the event or problem: supply was tested by surgeon before using it on patient and supply was found to be "manufactured incorrectly." What was the original intended procedure? Craniotomy, deep brain stimulator with microelectrode recording, first array. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
This event was not reported to alpha omega engineering ltd. In real time. Our application specialist, alpha omega rep., was in touch with the facility. The neuroprobe alphaprobe was not send for manufacturer evaluation, we assume it was a mechanical issue, we asked the probe for further evaluation. The facility used alternative probe during the procedure.